Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient was having ¿problems¿ with their left side. The patient reported that the onset of the symptoms was gradual. The patient also reported that they had not the therapy had not been working for them for the past few years. On 2017-01-27, it was reported that the patient got a cortisone shot in their left shoulder and they were getting another shot in the week of the report in their left hip. Their left shoulder was still sore and hurt. The pain on their left side started months ago and had been getting worse. There was no change in their activity. Their left shoulder would grind when they rolled over on it when they were sleeping. The pains were not gone so they weren't sure if they were coming from their back. They were questioning about getting the device for their bladder removed. They had not used it for a while because it felt awkward. They still had numerous trips to the bathroom all day and night and drinks would go right through them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.